Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. The reported problem (battery is not charging) has been confirmed. Upon eval, it was discovered that the battery pack had one or more defective cells. The root cause of the defective cells cannot be positively identified. Once the cells were replaced, the battery was fully functional. No adverse event resulted from the defective battery. The pt rec'd a replacement battery pack.

Event description:
The pt service rep (psr) assisting a (B)(6) male pt contacted zoll lifecor customer support service to report that one of the pt's batteries was not charging. The pt was provided with a battery pack.